Event description:
The vessel was predilated and the approach was contralateral from left to right. The approach was a very steep aortic bifurcation. The target artery was "very ratty" with a fresh clot. A peripheral medtronic ave b6040 was used in concordance with a short sheath and a rosen guidewire. The device seemed to go up and over ok (the target lesion was 2 to 3 cm below the arch). As the delivery system started into the target lesion it caught on the calcification; at this point the dr attempted to push the stent past the impediment. When force was applied to the stent, the first segment of the stent bent out at approx a 45 degrees angle and at the same time loosened the stent from the delivery balloon. Dr then inflated the delivery balloon 1 to 2 atm in attempt to retain the stent on the delivery balloon and pull it back over the arch into the sheath. The dr was partially successful. He did manage to get the stent and the delivery system over the arch and into the left iliac artery. The physician pulled negative on the delivery balloon and pushed the balloon in an attempt to advance the delivery balloon back through the stent. He was, however, unsuccessful in getting the delivery balloon completely back into the stent; this could be due to one of the struts now blocking passage: rn, clinical education specialist noted at this point in the report that the balloon would not have gone back into the stent due to the fact that the balloon had been inflated. The attempt also pushed the stent further off the delivery balloon so only 1/3 of the stent now remained on the delivery system. At this point, dr was able to pull the stent back to the sheath; however, as he was pulling it into the sheath, one of the segments caught on the outside of the sheath and bent back the proximal strut into a "u" shape. The stent came off of the delivery balloon. Leaving the guidewire in place, the physician removed the delivery system catheter and then inserted a 9f sheath. At this time, the dr went in with an amplatz snare and attempted to collapse the proximal strut in order for it to be removed via the sheath. The strength of the stent was such that it would not allow it to collapse. The snare broke. The dr went in ipsilaterally to the target lesion/artery and placed a wallstent. He then took a small balloon and went through the wallstent and over the arch and managed to partially inflate the b6040 stent. Dr then inserted a 7mm balloon on the right side and passed it through the wallstent, over the arch and using this balloon pushed the b6040 stent farther down the left iliac. He then completed the deployment of the stent using a 7mm balloon. The left leg experienced some clotting due to the procedure. Both urokinase and tissue plasminogen activator was used to dissolve blood clots. Tissue plasminogen activator was used due to the fact that their allotment of urokinase had been depleted. The procedure started at 9:00 am and ended approx 4:00 pm. The pt developed hemotomas in both groins and will be going in for surgery on april 15, 1999.